Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the vessel sealer extend instrument moved in a reversed direction. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high resolution stereo viewer attempting to manipulate instruments when the issue occurred. The instrument scaled appropriately and was not static. The instrument did not move in the intended direction. The surgeon wanted the instrument to move left but the instrument moved right. The timing of the instrument was appropriate with no shakiness or external collisions. The issue was persistent. The drape was not available for return. There was no injury to the patient. The device was inspected prior to use, and nothing was out of the ordinary. The instrument is available to be returned, but there are no photos or videos for isi to review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was transferred to failure analysis engineering for further analysis. Initial failure analysis findings were confirmed. The instrument exhibited unintuitive motion when operated through the surgeon side console. It was noted that the main tube tabs were misaligned with the slots they're typically seated in, and the distal subassembly was freely rolling. The instrument was disassembled to check for damage to roll gear keys that could cause the instrument to move unintuitively. No damage was observed on the roll gear keys. The unintuitive motion was likely caused by the dislodged main tube tabs. The probable root cause is attributed to the dislodged main tube tabs.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.

Event description:
Refer to h11 for follow-up information.